Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 07/01/2025 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable investigation result of brush break. Block h11: the returned hedgehog was analyzed. The returned double end channel brush was missing one brush end. The detach brush was not returned. The catheter near the other end of the brush was kinked, and the brush was bent. The reported complaint of brush failure to remove was confirmed. The scope was not returned for analysis; therefore, the reported problem of scope damaged/defective was not confirmed. It likely the interaction between the cleaning brush and scope caused the observed failure. The directions for use (dfu) warns against excessive force/torque that may cause the brush head to detach from the working length. Based on all gathered information, the probable cause selected for brush failure to remove is unintended use error caused or contributed to the event, which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The scope was not returned for analysis, the most probable cause of the reported scope damaged/defective problem cannot be established due to lack of evidence. Therefore, the cause code selected is cause not established.

Event description:
It was reported to boston scientific corporation that a hedgehog double- end brush was used for scope cleaning after completing a procedure on an unknown date. During the scope cleaning, hedgehog brush became lodged near the forceps channel and could not be removed. The scope was subsequently sent to olympus for repair. There was no patient involvement in this event. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed that there were brush bristles missing from both ends of the device.